Event description:
Olympus (omsc) was informed that the customer autoclavable camera head was returned to olympus for repair for a reported ¿disconnection of the connector connection¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned for evaluation. The customer¿s reported issue could not be confirmed/duplicated. A visual inspection found buckles/twists in the cabling. The camera head unit is heavily corroded internally. The internal head unit is discolored and the switch unit does not function. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Additional information was received from the initial reporter noting the event (disconnection of the connector connection) occurred prior to use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (disconnection of the connector connection) was unable to be duplicated. The root cause of this event was unable to be identified. Additionally, the following was found during evaluation: kinks on the cable, imaging deterioration, switch does not work, and head of cable immersed in water. These defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device. Correction to h6 - investigation findings of the initial medwatch. Upon completion of the legal manufacturers investigation, the investigation findings code should be 213-no device problem found.